Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:what was the shape of the staples (b-formation, irregular, legs straight): it was like ¿earthworm¿;

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: for clarification, were there any staples missing from the staple line? No information. What was the shape of the staples (b-formation, irregular, legs straight)? No information. Was the staple attached to the device still partially in the staple pocket, as if it was not fully fired from the device? No information.

Event description:
It was reported that during a lap sigmoidectomy, when the device was removed after the first firing of double stapling technique, a staple was attached to the device and came out. The device was used between the colon and the rectum. The cartridge was gold. The part which the staple was attached to was the cutting site of the device. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).. Batch # n53f1c. The analysis results found that the sdh25a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.